Manufacturer narrative:
Failure to interrogate and premature battery depletion were confirmed by analysis. As received, no communication could be established with the device. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 with an implantable cardioverter defibrillator that could not be interrogated. The patient returned on (B)(6) 2021 when it was discovered that the device also exhibited premature battery depletion and had reached end-of-life. The device was replaced on (B)(6) 2021. The patient was stable throughout.